Event description:
A barostim system was implanted on (B)(6) 2024. The patient was in end stage heart failure and following the implant, the patient was having issues with their blood pressure and arrythmia stabilization. Their device was initially titrated while at the hospital, however the patient's condition declined, and the therapy was deactivated. The patient remained hospitalized and on (B)(6) 2024, it was reported that the patient passed away.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event was end-stage heart failure and barostim was being used as a last-ditch effort. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).